Event description:
It was reported that a thrombus occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The device was implanted successfully with complete laa. The patient was administered warfarin and aspirin post procedure and was discharged. On (B)(6) 2020, the patient returned for a groin check. Additionally, it was discovered that the patient was taking their warfarin but failed to take their aspirin. On (B)(6) 2020, the patient presented for their 45 day transesophageal echocardiography (tee) follow up which revealed a thrombus on the face of the device. The patient was switched from coumadin to eliquis.